Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had an image that's not clear. The device had been sent for repair twice and still had the same issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g4, h4 and h6. Corrected field: h6 - component code. The device was not returned to olympus for inspection, therefore the reported failure could not be confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had an image that's not clear. The device had been sent for repair twice and still had the same issue. There were no reports of patient harm.